Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and damages of the silicone sealing of the is-1 connector pin. These damages occurred most likely during the explantation procedure. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular, the values measured during the electrical analysis of the lead proved to be within the technical specifications. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead exhibited an increased pacing lead impedance measurement from 650 ohms to 1,700 ohms and eventually with a high out-of-range measurement greater than 2,000 ohms. It was also reported that the pacing thresholds have increased from 0.8 volts at 0.5 ms to 6.0 volts at 0.5 ms along with decreased r-wave amplitude measurements from 11 mv to 7 mv. This rv lead was explanted. No adverse patient effects were reported. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.